Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-1416, serial: (B)(6), batch: 7121844. Product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 217428.

Event description:
It was reported that the patient was experiencing discomfort on the right side and abdomen, shocking and severe mid back pain, and inadequate relief due to lead migration. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility.